Event description:
Boston scientific received information that this product was part of an infection. The patient had an infection after implant of the device and the physician opened the pocket and administered antibiotics. The patient advocate noted that recently the patient's heart rate decreased and he had to be intubated. The patient advocate was also concerned the device was not delivering therapy appropriately, and that the patient had been falling lately due to drops in heart rate. It was noted that the device has not been checked in four years and technical services advised the advocate to see the physician and get the device checked. The sales representative attempted to obtain additional information from the clinic. The clinic noted that they were unaware of the historic or recent patient's health concerns, and no follow up appointment has been scheduled. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. There were no additional adverse effects reported.

Event description:
Boston scientific received information that this product was part of an infection. The patient had an infection after implant of the device and the physician opened the pocket and administered antibiotics. The patient advocate noted that recently the patient's heart rate decreased and he had to be intubated. The patient advocate was also concerned the device was not delivering therapy appropriately, and that the patient had been falling lately due to drops in heart rate. It was noted that the device has not been checked in four years and technical services advised the advocate to see the physician and get the device checked. The sales representative attempted to obtain additional information from the clinic. The clinic noted that they were unaware of the historic or recent patient's health concerns, and no follow up appointment has been scheduled. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator (crt-d) was performed. A visual inspection of the device header and case noted no anomalies. Additionally, memory analysis found no abnormalities. Allegations were not confirmed and the device met longevity expectations. Analysis concluded that there were no issues found with this crt-d.